Manufacturer narrative:
.

Event description:
It was reported that during a cholecystectomy procedure, a problem with clip formation occured with the device. Another device was used to complete the case. There was no adverse consequence to the patient.